Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd ¿syringe was found with foreign matter as ¿dust like particles were found in the packing and syringe.¿ there was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation results: our quality engineer inspected the returned units and confirmed the reported observation. The foreign matter was likely introduced outside of the manufacturing facility. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. DHR review showed no quality notification was raised for the reported batch. One foreign matter in package was detected during outgoing inspection on 26 jan 17 and 30 jan 17 respectively. Performed manufacturing review and no abnormality detected. 3 photos were received for investigation and observed several round brown particles inside the syringe barrel and unit packaging; and several holes on the bottom web. 74 actual samples in sealed packaging were returned for investigation. Particles were not observed on 20 actual samples. Several round brown/black particles were observed inside the syringe barrel and unit packaging on the remaining 54 actual samples. Jagged edge holes arranged in a line on the bottom web were also observed. The size of the holes were approximately 356¿m to 3703¿m. Pest control report for the month of jan-2017 had been reviewed and there is no sign of pest infestation at our manufacturing facilities. The brown/black particles could be due to pest infestation. The particles could have been brought into the package when the pest bite the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before being distributed to the customers¿ premises. The non-conformance occurred out of the manufacturing facility.